Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had scope communication error b30. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on charged coupled device unit, scope communication error b30 occurred; due to dirt on electrical contact of video plug, scope communication error b30 occurred; video connector had a scratch; grip had a scratch; up/down angulation lever plate had a scratch; right/left plate had a scratch; lock engagement lever had a scratch; switch 1 had a scratch; light guide connector had a scratch; light guide cover glass had a scratch; lock engagement lever had a scratch; video connector case had a scratch; video connector had a scratch; . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error b30, was due to stress of repeated use, external factors or handling of the device. The image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. Olympus will continue to monitor field performance for this device.